Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications and functions. Based on the results of the investigations, the event, ¿foreign matter came out of the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. ¿ instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found water tightness loss due to wear of the flexibility adjustment ring, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up/down knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip, crack, and white-clouded area, water removal ability did not meet the standard value due to clogging of nozzle, the adhesive around the objective lens was peeled, the adhesive around the light guide lens was peeled, the scope connector had discoloration, the electrical connector had discoloration, the universal cord protector on the scope connector side had a scratch, the universal cord had a scratch, the suction cylinder was shaved, the air/water cylinder had corrosion, the control unit had discoloration, and the connecting tube had a scratch. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign matter come out from the nozzle. There were no reports of patient involvement.